Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: the device associated with this report was not received for examination. Examination of the devices that were returned on this complaint found evidence to support disassociation of the liner from the cup while implanted. Visual examination of the provided x-ray image also confirmed disassociation. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the device had too much debris after 5 years so the patient need a hip revision surgery.